Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed motor error. They noticed liquid under the keypad. There was insulin in the reservoir compartment. Customer's blood glucose level was over 400 mg/dl the past 4 days. The insulin pump's display went blank immediately after it was exposed to moisture. High blood glucose level troubleshooting was declined. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.